Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported difficult clip delivery system (cds) insertion and sleeve steering were not confirmed via returned device analysis. The investigation concluded that the reported sleeve steering was likely associated with misalignment of the markers during insertion; however, a cause for the misaligned markers could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database was performed and identified no other incidents reported for sleeve steering issues (difficulty positioning the device) or difficult cds insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steering issue that occurred during use with the clip delivery system (cds), which has the potential to cause or contribute to atrial wall damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was not possible to align the longitudinal alignment marker on the clip delivery system (cds) sleeve shaft with the alignment marker on the steerable guiding catheter (sgc) hemostasis valve. Seven attempts were made, but the cds was only able to be inserted when turned to the left or right of the sgc marker. The cds inserted in this position and was advanced to the left atrium. After the devices were straddled over the mitral valve, the m knob was turned, but the sleeve moved in the wrong direction. The cds was removed and a new cds was used with the same sgc. One clip was implanted and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.